Manufacturer narrative:
The reported issue could be confirmed and it was determined that a failure of the optical incremental encoder was the root cause. The device detected the failure and reacted as specified for this situation by alarming with "ventilator failure" with the highest alarm priority. In this state, manual ventilation via the manual ventilation bag can take place immediately (spontaneous breathing is also possible). The user is informed on the screen to confirm the change of therapy. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. Since similar complaints have been reported, a field safety corrective action has already been published. On site the motor was exchanged. No further problems were described since then.

Event description:
It was reported that the device posted a ventilator failure alarm during use. No injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.

Event description:
It was reported that the device posted a ventilator failure alarm during use. No injury reported.